Event description:
Per medwatch: there was a pin hole in the hickman that occurred in the home environment. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huud1866 showed no other similar product complaint(s) from this lot number.